Event description:
An amo co rep reported that a surgeon experienced a corneal burn in the pt's operative eye during a cataract extraction procedure on a very dense cataract. The surgery was discontinued and sutures were required to close the wound. The pt returned the next day for the completion of cataract removal.